Manufacturer narrative:
Follow up is on going to clarify whether the device is available for evaluation. An investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Device not returned to manufacturer.

Event description:
As reported, when priming this dpt (disposable pressure transducer) with vamp, the pressure tubing completely detached from the connector at the point of seal, therefore a saline leaked at the connection of the pressure tubing. As per customer opinion, the packaging of this product could lead to breakage of the tubing connection, due to the tubing is bent at extreme 90 degrees angle in the packaging. There was no allegation of patient injury. The product involved in this case was available for evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
The device involved in this case was received by our laboratory for a full product evaluation. The reported event of pressure tubing detachment could not be confirmed. As received, the pressure tubing of vamp jr system was found completely broken from bond joint with vamp jr proximal sample site. Cross surfaces of broken tubing appeared rough and uneven. The broken tubing was bent. Per evaluation results, the pressure tubing was found broken rather than detached. Reports of tubing breakage have been received. This unique issue has been investigated and the root cause is a combination of excess solvent and stress on this portion of the tubing in the package. As a result, breakage typically occurs in the package and renders the device unusable. A small number may not have a complete break and result in an obvious leak during the flushing process, prior to connecting to the patient. Therefore, the break in the system will be immediately detected. As a result, the potential for injury of this failure mode is remote. As such, this event is no longer considered reportable, and a corrected supplemental report is being submitted.

Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. A supplemental report will be provided regarding the engineering evaluation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.